Manufacturer narrative:
Investigation summary:a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting conflicting sofia sars results for 1 patient. The patient was asymptomatic (off label use - at the time of testing), but exposed. The patient's first sample received a positive sofia sars result. Immediately following the initial positive sars result, patient was tested again receiving a negative sofia sars result. No confirmatory testing completed.